Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle popped off of the suture while barely pulling on it. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch ce2990 mfg date: 05/01/2010, exp date: 01/31/2015. Batch de2299 mfg date: 05/01/2011, exp date: 01/31/2016. Batch ea2488 mfg date: 01/01/2012, exp date: 01/31/2017.

Manufacturer narrative:
Corrected narrative: the patient underwent a cystectomy and suture was used. The procedure was completed successfully and there were no adverse patient consequences. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.